Event description:
It was reported the patient lost effective coverage due to the s1 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: mode: lmn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7898876.